Event description:
A specific condition was identified within the ge apex pro telemetry monitoring system in which a low spo2 alarm is silenced even if a patients spo2 continues to deteriorate. There have been several instances of "no telem" conditions at our location. Through testing, it was confirmed that if a patient has low spo2 when the no telem condition arises and the no telem condition resolves itself between 4 and 12 seconds after the initial loss of telemetry signal the spo2 alarm will not reengage. If the patient continues to de-saturate the alarm will not restart. Only once the patient's spo2 gets above the low limit threshold will the alarm reset and alert staff to a low spo2 condition. This situation presents a possibility for patient harm if the patients spo2 continues to fall without the system alerting a technician or nurse to the patient's condition. So far, the no telem issue has only presented at one of our hospitals and there has been no patient involvement. Ge has stated that none of their other accounts have reported this issue to them. Manufacturer response for telemetry monitoring system, apex pro (per site reporter). Ge has acknowledged the existence of this error. Beaumont has been providing ge with failure information and ge has been investigating data logs in an effort to resolve the no telem conditions.